Event description:
Pt was revised to address loosening of the tibial tray and femoral component at the cement/bone interface (cement manufacturer unk). Osteolysis and poly wear of the insert were also reported. Also, during this surgery, a tc3 rp sz 5 17.5 mm insert was implanted with a sz 5 left c/s femur. The surgeon was made aware of this after the pt was removed from room. Surgeon did not notice any adverse mechanical effects while putting the knee through a range of motion, so he decided to leave the mismatched components in.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.